Event description:
It was noted that the leads were due to be replaced because the leads were fractured. It was noted that they were supposed to be replaced on the year prior to report but could not for other issues. It was noted that the leads had been fractured for about a year and they were able to adjust to cover pain. It was noted that the issue was going on for 2 years and on the year prior to report they decided to put a paddle lead in but got diagnosed with cancer. It was noted that the issue was to be addressed the later part of the summer.

Manufacturer narrative:
Concomitant products: product ID 377860, lot# v003663, implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).